Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that measured data displayed a high current drain of 176ua. A software download did not change the current drain values. Therefore, the device was replaced.